Manufacturer narrative:
The returned endobronchial tube was evaluated for the reported "cuff won't inflate" event. The reported event could not be confirmed. The device was found to operate as it was intended. (B)(4).

Event description:
A report was received stating, prior to use, an endobronchial tube did not inflate. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reference device has been received by the manufacturer for further analysis. As additional information is obtained, a supplemental report will be issued.